Manufacturer narrative:
Findings: unit received with no button response due to lcd keypad connector unlocked. Minor scratched lcd window, cracked case near display window corners near battery compartment. Cracked reservoir tube lip. Unable to perform the displacement test due to keypad anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack near battery compartment.